Event description:
It was reported that the patient presented to the hospital due to being shocked. Noise was observed on the egms. Lead damage was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event was confirmed in the laboratory. Analysis found the sensing coil fractured at the crimp sleeve to the connector ring; this is characteristic of a fatigue fracture. Abrasion marks were found on the optim sheath of the is-1 connector leg due to friction to the ICD can.